Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that an adverse event occurred while operating the artis q floor system. The user reported that a nurse suffered an injury during c-arm movement which required stitches. There is no report of further impact to the state of health of any patient or user involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a user error. After a procedure, during cleaning and preparation activities for the next procedure, a person leaned over the control modules on the table and accidentally pressed with her body the activation button for the c-arm on the joystick and at the same time deflected the joystick. As a result, the c-arm started to move, and the c-arm hit one of the nurses at the shin causing a laceration. The operator manual contains adequate instructions about system movement and how the operator can avoid a collision: all unit movements are controlled with a dead man's grip (dmg). C-arm movement is only possible if the button on top of the joystick (dmg-button) is pressed while the joystick is deflected at the same time. After releasing the dmg-button the movement is immediately stopped. Only deflecting the joystick without additionally pressing the dmg-button does not result in c-arm movement. During cleaning and preparation activities the system movement and radiation release should be blocked by pressing the appropriate buttons on the examination control console (ecc) or the software buttons (in control room). In addition, the movement is automatically stopped if a proximity switch of the system collides with an object or person. In this case the log file shows that the proximity switch of the collimator stopped the movement of the c-arm and prevented further harm as intended. Assessment does not indicate a system failure or malfunction and no non-conformity was identified. The system works as specified. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.